Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the end of a routine hemodialysis treatment which could not be resolved. Rinseback could not be performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. The patient's epogen dose was increased due to internal rectal bleeding. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The cartridge was not returned for evaluation, therefore, the exact cause of the arterial air alarm cannot be determined. The user's guide states possible causes of the alarm as loose connection of disconnection at the arterial access, air in saline for priming, bolus or rinseback, poor flow through the access, or clamped patient line. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.